Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 471 mg/dl at time of incident. Customer stated that they try to do bolus, got no bolus delivery alert, blood glucose was high and customer took 15 unit insulin shot and after 30 minutes they took 5 unit again, blood glucose went low so they took protein drink for correction. Customer declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.